Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test battery was locked into place and the pump powered up properly. No blank display noted. The insulin pump passed the self test and active current measurement. However, the pump failed the sleep current measurement and received an immediate restart during rewind followed by a pump error alarm due to moisture damage found on the electronic assembly. Unable to perform the displacement test due to pump error alarm. No moisture damage on the motor assembly, force sensor or keypad assembly noted.